Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant several attempts to reposition the lead were made. Pericardial effusion was observed. No further information was available.

Event description:
Additional information received indicated that the patient was discharged after lead reposition procedure.